Manufacturer narrative:
The facility biomedical engineer confirmed the reported event. The facility biomedical engineer replaced the primary alarm. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the primary audible alarm was not working. The device was not in use on a patient at the time of the event.